Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; cost-effectiveness analysis of chimney/snorkel versus fenestrated endovascular repair for high-risk patients with complex abdominal aortic pathologies taneva et al, j cardiovasc surg 2020;61:18-23. Doi: 10.23736/s0021-9509.19.11146-9. Implant date: exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients for treatment of complex abdominal aortic pathologies on unknown dates. The following adverse events were reported: type I endoleaks, migration and an upper extremity sheath became trapped by the aortic stent graft pins. The cause of the events are undermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.